Event description:
It was reported to ventec by an authorized third party service provider (asp) that the device was continuously rebooting by itself. In this condition, the device would be inoperative. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.